Event description:
Axios stent malfunctioned while deploying causing it to migrate. The stent was delayed on initial deployment. When the second section was supposed to deploy in the stomach, it did not and traveled through the perforation in the stomach.